Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy period') and pulmonary embolism ('pulmonary embolism') in a 36-year-old female patient who had essure (batch no. 621671) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required). On an unknown date, the patient experienced migraine ("migraine"), neuralgia ("nerve pain"), arthralgia ("joint pain"), fatigue ("fatigue"), irritability ("irritable"), mood swings ("mood swings") and pulmonary embolism (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2021. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. On (B)(6) 2019, the heavy menstrual bleeding had resolved. At the time of the report, the migraine and pulmonary embolism outcome was unknown and the neuralgia, arthralgia, fatigue, irritability and mood swings had resolved. The reporter considered arthralgia, fatigue, heavy menstrual bleeding, irritability, migraine, mood swings, neuralgia and pulmonary embolism to be related to essure. The reporter commented: recovered from heavy period on (B)(6) 2019 after nova sure treatment. Other events (migraine, nerve pain, joint pain, fatigue, irritable, mood swings) stopped from the time that essure was removed. There have been no / hardly any symptoms left. Nova sure after essure removal. She recovered with sequelae (fatigue). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy period') and pulmonary embolism ('pulmonary embolism') in a 36-year-old female patient who had essure (batch no. 621671) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and gastric bypass. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required). On an unknown date, the patient experienced pulmonary embolism (seriousness criterion hospitalization), migraine ("migraine"), neuralgia ("nerve pain"), arthralgia ("joint pain"), fatigue ("fatigue"), irritability ("irritable"), mood swings ("mood swings") and back pain ("back pain"). The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021. The patient was treated with surgery (essure removal - tubectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2019, the heavy menstrual bleeding had resolved. At the time of the report, the pulmonary embolism and migraine outcome was unknown, the neuralgia, arthralgia, fatigue, irritability and mood swings had resolved and the back pain was resolving. The reporter considered arthralgia, back pain, fatigue, heavy menstrual bleeding, irritability, migraine, mood swings, neuralgia and pulmonary embolism to be related to essure. The reporter commented: recovered from heavy period on (B)(6) 2019 after nova sure treatment. Other events (migraine, nerve pain, joint pain, fatigue, irritable, mood swings) stopped from the time that essure was removed. There have been no / hardly any symptoms left. Nova sure after essure removal. She recovered with sequelae (fatigue). Back pain occurred after 6 or more months following essure removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-dec-2021: questionnaire "essure device removal" was received and some information was added as: medical history, essure removal method was tubectomy and new event back pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy period') and pulmonary embolism ('pulmonary embolism') in a 36-year-old female patient who had essure (batch no. 621671) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required). On an unknown date, the patient experienced migraine ("migraine"), neuralgia ("nerve pain"), arthralgia ("joint pain"), fatigue ("fatigue"), irritability ("irritable"), mood swings ("mood swings") and pulmonary embolism (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. On (B)(6) 2019, the heavy menstrual bleeding had resolved. At the time of the report, the migraine and pulmonary embolism outcome was unknown and the neuralgia, arthralgia, fatigue, irritability and mood swings had resolved. The reporter considered arthralgia, fatigue, heavy menstrual bleeding, irritability, migraine, mood swings, neuralgia and pulmonary embolism to be related to essure. The reporter commented: recovered from heavy period on (B)(6) 2019 after nova sure treatment. Other events (migraine, nerve pain, joint pain, fatigue, irritable, mood swings) stopped from the time that essure was removed. There have been no / hardly any symptoms left. Nova sure after essure removal. She recovered with sequelae (fatigue). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 10-nov-2021: patient's date of birth provided, essure lot number added, new events heavy period, migraine, nerve pain, joint pain, fatigue, irritable, mood swings and pulmonary embolism added; the foreign-body material has been removed was changed to heavy period treatment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.